Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported patient had experienced grade four diffuse lamellar keratitis in the unknown eye after refractive surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of service history is not possible, as the device is not listed within the service database. During an on-site visit by the local field service engineer the device was investigated and no technical cause for the reported event could be identified. Field service engineer was performed and signed service installation record. System meets specification as per service installation record. No complaint-related product is expected to return for investigation. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported event could not be identified. The manufacturer internal reference number is: (B)(4).